Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report that on behalf of the patient that on (B)(6) 2015, the sensor wire broke and remained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.